Event description:
It was reported that during follow-up, high capture threshold was observed. The lead was repositioned with good values.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.